Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 468 mg/dl. Customer did not mention any symptoms. They do feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 468 mg/dl. Customer current blood glucose level was 268 mg/dl. Customer reports they have contacted their hcp regarding high blood glucose reading. Customer treatment was insulin injection. Customer did not mention air bubbles or leaks. Customer did not report bolus wizard programmed accuracy. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. Customer reported via phone call that the reservoir was leaking post o- rings. The insulin pump did not perform high pressure test. Insulin pump will not be returning for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.